Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's machine flow sensor was replaced due to contamination. In addition, during the evaluation the system board, blower assembly, blower bellows, blower mount, tubing fii02, tubing-system board, tubing-blower chassis, tubing-low flow o2, and muffler assembly were replaced due to contamination.